Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-00515 and 1627487-00517. It was reported the patient's current scs system was replaced. Reportedly, the patient stated he had not used the system since 2010 when it just stopped working. The replacement procedure was completed without complications, and stimulation therapy was restored.